Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and failed due to the receiver not powering on. An internal visual inspection was performed and passed. The log was not downloaded for review due to the receiver not powering on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.